Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure appear to penetrate the uterine fundus on both sides suggesting perforation, greater on the left side,malposition of essure device: essure migrated to uterus') and fallopian tube perforation ('perforation (fallopian tube(s))') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tubes" on (B)(6) 2015. The patient's medical history included multigravida, parity 6 and hyperthyroidism. Concurrent conditions included body mass index normal, hematuria and dysuria. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and pelvic pain ("pain, lower belly pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2016, the patient was found to have a high risk pregnancy ("threatened pregnancy/high risk pregnancy") with impaired work ability and pregnancy with contraceptive device ("threatened pregnancy/she was pregnant") and experienced nervous system disorder ("neurological conditions or problems"). In (B)(6) 2016, the patient experienced subchorionic haemorrhage ("retro-chorionic hemorrhage"). In (B)(6) 2016, the patient experienced stress ("psychological problems / psychiatric problems: stress"). In (B)(6)2016, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("sever menstrual pain"), abdominal distension ("swelling of abdomen, inflation of abdomen"), dyspepsia ("digestive system condition"), dermatitis allergic ("allergic or hypersensitivity type: rash"), autoimmune anaemia ("autoimmune disorder type of disorder: anemia"), gastrointestinal inflammation ("gastrointestinal or digestive system condition type: inflammation"), pain in extremity ("left leg pain") and abdominal pain lower ("pain lower belly"). At the time of the report, the uterine perforation, fallopian tube perforation, high risk pregnancy, subchorionic haemorrhage, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dyspareunia, pelvic pain, fatigue, abdominal distension, stress, nervous system disorder, dyspepsia, dermatitis allergic, autoimmune anaemia, gastrointestinal inflammation, pain in extremity and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, abdominal pain lower, autoimmune anaemia, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal inflammation, genital haemorrhage, headache, high risk pregnancy, menorrhagia, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, stress, subchorionic haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff endured a high risk pregnancy where she was on bed rest and could not work. Essure worsened a previously existing injury/condition current weight 110 lbs plaintiff is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: neither fallopian tube was fully occluded; on (B)(6) 2015: results: no essure coils in fallopian tubes; on (B)(6) 2015: unknown. (B)(6) 2016 - CT scan of abdomen and pelvis: essure type linear densities in the uterus which appear to penetrate the uterine fundus on both sides suggesting perforation, greater on the left side. (B)(6) 2016 - pelvic ultrasound: threatened pregnancy due to essure coil in right side with most of it lying partially coiled around the implant site and appears to have caused a retro-chorionic hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure appear to penetrate the uterine fundus on both sides suggesting perforation, greater on the left side,malposition of essure device: essure migrated to uterus') and fallopian tube perforation ('perforation (fallopian tube(s))') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tubes" on (B)(6) 2015. The patient's medical history included multigravida, parity 6 and hyperthyroidism. Concurrent conditions included body mass index normal, hematuria and dysuria. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and pelvic pain ("pain, lower belly pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2016, the patient was found to have a high risk pregnancy ("threatened pregnancy/high risk pregnancy") with impaired work ability and pregnancy with contraceptive device ("threatened pregnancy/she was pregnant") and experienced nervous system disorder ("neurological conditions or problems"). In (B)(6) 2016, the patient experienced subchorionic haemorrhage ("retro-chorionic hemorrhage"). In (B)(6) 2016, the patient experienced stress ("psychological problems / psychiatric problems: stress"). In (B)(6)2016, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("sever menstrual pain"), abdominal distension ("swelling of abdomen, inflation of abdomen"), dyspepsia ("digestive system condition"), rash ("allergic or hypersensitivity type: rash"), anaemia ("autoimmune disorder type of disorder: anemia"), inflammation ("gastrointestinal or digestive system condition type: inflammation"), pain in extremity ("left leg pain") and abdominal pain lower ("pain lower belly"). At the time of the report, the uterine perforation, fallopian tube perforation, high risk pregnancy, subchorionic haemorrhage, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dyspareunia, pelvic pain, fatigue, abdominal distension, stress, nervous system disorder, dyspepsia, rash, anaemia, inflammation, pain in extremity and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, high risk pregnancy, inflammation, menorrhagia, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, stress, subchorionic haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff endured a high risk pregnancy where she was on bed rest and could not work. Essure worsened a previously existing injury/condition current weight 110 lbs plaintiff is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: neither fallopian tube was fully occluded; on (B)(6) 2015: results: no essure coils in fallopian tubes; on (B)(6) 2015: unknown. (B)(6) 2016 - CT scan of abdomen and pelvis: essure type linear densities in the uterus which appear to penetrate the uterine fundus on both sides suggesting perforation, greater on the left side. (B)(6) 2016 - pelvic ultrasound: threatened pregnancy due to essure coil in right side with most of it lying partially coiled around the implant site and appears to have caused a retro-chorionic hemorrhage. Most recent follow-up information incorporated above includes: on 14-sep-2020: pfs received events "allergic or hypersensitivity type: rash, autoimmune disorder type of disorder: anemia , gastrointestinal or digestive system condition type: inflammation, left leg pain, pain lower belly" were added. Event psychological problems / psychiatric problems was updated to event stress. Patient initial name was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure appear to penetrate the uterine fundus on both sides suggesting perforation, greater on the left side,malposition of essure device: essure migrated to uterus') and fallopian tube perforation ('perforation (fallopian tube(s))') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tubes" on (B)(6) 2015. The patient's medical history included multigravida, parity 6 and hyperthyroidism. (B)(6) 2016 - CT scan of abdomen and pelvis: essure type linear densities in the uterus which appear to penetrate the uterine fundus on both sides suggesting perforation, greater on the left side. (B)(6) 2016 - pelvic ultrasound: threatened pregnancy due to essure coil in right side with most of it lying partially coiled around the implant site and appears to have caused a retro-chorionic hemorrhage. Concurrent conditions included body mass index normal, hematuria and dysuria. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and pelvic pain ("pain, lower belly pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient was found to have a high risk pregnancy ("threatened pregnancy/high risk pregnancy") with impaired work ability and pregnancy with contraceptive device ("threatened pregnancy/she was pregnant") and experienced nervous system disorder ("neurological conditions or problems"). In (B)(6) 2016, the patient experienced subchorionic haemorrhage ("retro-chorionic hemorrhage"). In (B)(6) 2016, the patient experienced stress ("psychological problems / psychiatric problems: stress"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("sever menstrual pain"), abdominal distension ("swelling of abdomen, inflation of abdomen"), dyspepsia ("digestive system condition"), dermatitis allergic ("allergic or hypersensitivity type: rash"), autoimmune anaemia ("autoimmune disorder type of disorder: anemia"), gastrointestinal inflammation ("gastrointestinal or digestive system condition type: inflammation"), pain in extremity ("left leg pain"), abdominal pain lower ("pain lower belly") and gastrointestinal pain ("gastrointestinal digestive pain"). At the time of the report, the uterine perforation, fallopian tube perforation, high risk pregnancy, subchorionic haemorrhage, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dyspareunia, pelvic pain, fatigue, abdominal distension, stress, nervous system disorder, dyspepsia, dermatitis allergic, autoimmune anaemia, gastrointestinal inflammation, pain in extremity, abdominal pain lower and gastrointestinal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, abdominal pain lower, autoimmune anaemia, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal inflammation, gastrointestinal pain, genital haemorrhage, headache, high risk pregnancy, menorrhagia, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, stress, subchorionic haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plantiff endured a high risk pregnancy where she was on bed rest and could not work. Essure worsened a previously existing injury/condition current weight 110 lbs plaintiff is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: neither fallopian tube was fully occluded; on (B)(6) 2015: results: no essure coils in fallopian tubes; on (B)(6) 2015: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Event: gastrointestinal digestive pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("appear to penetrate the uterine fundus on both sides suggesting perforation, greater on the left side"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("threatened pregnancy/she was pregnant"), high risk pregnancy ("threatened pregnancy/high risk pregnancy") and subchorionic haemorrhage ("retro-chorionic hemorrhage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy (seriousness criterion medically significant) with impaired work ability and subchorionic haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain, genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("sever menstrual pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, high risk pregnancy, subchorionic haemorrhage and dysmenorrhoea outcome was unknown. The pregnancy outcome was not reported. The reporter considered dysmenorrhoea, genital haemorrhage, high risk pregnancy, pregnancy with contraceptive device, subchorionic haemorrhage and uterine perforation to be related to essure. The reporter commented: plaintiff endured a high risk pregnancy where she was on bed rest and could not work. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: neither fallopian tube was fully occluded; on (B)(6) 2015: no essure coils in fallopian tubes on (B)(6) 2016 - CT scan of abdomen and pelvis: essure type linear densities in the uterus which appear to penetrate the uterine fundus on both sides suggesting perforation, greater on the left side. On (B)(6) 2016 - pelvic ultrasound: threatened pregnancy due to essure coil in right side with most of it lying partially coiled around the implant site and appears to have caused a retro-chorionic hemorrhage. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.